Event description:
The 3.50x23 cypher stent did not cross the target lesion. There was not pt injury reported. During visual inspection of the returned device, it was noted that the shaft was broken and separated into two pieces.

Manufacturer narrative:
Add'l details of the procedure and how the shaft might have been broken are not available. The device is available for analysis but the engineering report has not been completed as of this writing. Add'l info rec'd will be submitted within 30 days upon receipt.